Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, according to the surgeon, the device was used to transect the renal vein. During the firing the surgeon heard an unfamiliar noise of plastic crushing. After transection, the vein returned to its place with no ability to view the cut end. A few minutes after, blood started to fill the abdominal cavity. The surgery was converted to open. With the help of two other surgeons and 12 blood doses the surgeon was able to control the bleeding. When viewing the renal vein he says that he saw that there were no staples on the cut end of the vessel. The procedure was prolonged 240 minutes and the patient has been hospitalized. No device will be returning. Additional information has been requested, no response has been received to date.